Manufacturer narrative:
Unit received with blank display due to moisture damage electronic assembly. Minor scratched lcd window, cracked case near display window corners, broken belt clip slot, cracked reservoir tube lip. Unable to verify button error alarm and battery out limit due to blank display anomaly. Unable to perform the displacement test due to blank display. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed button error after being in the swimming pool. Customer does not recall any significant events leading to the error. Customer's blood glucose was 80 mg/dl at the time of incident. Troubleshooting was done for button error but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.